Manufacturer narrative:
Manufacturer's investigation conclusion: the reported clot could not be confirmed as the patient remains ongoing on the device. Additionally, the low flow alarms could not be confirmed as no log files were provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists thromboembolism (venous and arterial non-central nervous system) as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The lvas IFU also addresses pump parameters and outlines situations that can result in low flow. The IFU further explains system alarms and the recommended actions associated with them. The relevant sections of the device history records for mlp-035931 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including thrombosis, which may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient underwent a panniculectomy in may 2024. In the weeks following the surgery the patient right ventricular assist device (rvad) went down due to a clot. The rvad was decommissioned in the operating room (or).the ventricular assist device was retained inside the patient and the driveline was cut and buried. The patient was currently stable on the lvad alone. Low flow alarms were reported.